Manufacturer narrative:
The t:slim x2g6 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion set site changes were performed to resolve the past occlusions. A system check was performed for the current occlusion and the occlusion was found within the infusion set tubing. Reportedly, the customer uses fiasp insulin within the pump supplies. An infusion set change was performed resolving the current occlusion. Customer's blood glucose level ranged between 200-431 mg/dl.